Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the safety disk was faulty and it was replaced. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a.

Event description:
It was reported that prior to use during an inspection, the cardiosave intra aortic balloon pump (iabp) had a device alarm 'catheter restriction'. There was no patient involved.

Manufacturer narrative:
Additional information: due to characterization limit e1. (Event site address: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.